Event description:
It was reported by the contact that the customer received an auto-off alarm. It was thought that the customer interacted with the pump just prior to the alarm. The customer's blood glucose level was not impacted. As the customer was not present with the contact at the time tandem technical support was called, troubleshooting to determine a possible cause of the auto-off alarm was unable to be determined.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.